Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20th june 2025, it was reported by an arthrex employee via email that for an ar-2323bcc, suture anchor, biocomposite swivelock® c, 5.5 mm x 19.1 mm, closed eyelet, initially ar-8980p-1, dx swivelock®, 4.75 mm x 16.1 mm, peek, was inserted, the surgeon expressed concern about inadequate fixation and removed the implant. The 5.5 swivelock was discussed and accepted as an alternative. (Hospital shelf stock). Due to the absence of a scout nurse, the implant was retrieved and opened without checking the expiry date by the arthrex sales rep. The implant was partially inserted before the expiry date was noticed. (Suture loaded and eyelet at hole). The surgeon was immediately informed and chose to proceed with the expired implant, acknowledging the expiry for documentation purposes. The sales rep informed the regional sales manaer post op and sports rep onsite who discussed the event with the hospital staff and surgeon. This was detected during use in an ankle reconstruction atfl ib procedure on (B)(6) 2025. The procedure was completed successfully as the expired implant was implanted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion and/or prying/leveraging the device during insertion.